Event description:
The complainant alleged that while performing CPR on a pt and attempted defibrillation, the device did not discharge on the sixth try. The device operated properly on the first five prior discharges. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction. They were able to obtain another defibrillator and continue therapy.